Event description:
Additional information was received which indicated that at the time of the initial the transcatheter aortic valve was positioned intra-annular and progressively released with angiographic and fluoroscopic control. The final valve position was 4 millimeters (mm) below the noncoronary sinus (ncs) and 5 mm below the left coronary sinus (lcs). The valve looked expanded in the lao view, but incompletely expanded in the rao view. There was moderate paravalvular leak (pvl) observed. The valve was post-dilated three successive times with a 28 mm non-medtronic balloon. The patient had an immediate improvement in the systemic diastolic pressure. There was no gradient afterwards. The end diastolic pressure (edp) was slightly greater than 20, but this was after three rapid pacing cycles. There was trace pvl and central regurgitation following the implant. No further treatment reported at that time.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated severe transvalvular regurgitation occurred. The valve-in-valve revision was uncomplicated and the event resolved with no sequelae.

Event description:
Additional information received indicated that following the initial implant of this transcatheter aortic valve, the valve was dilated three times with a non-medtronic balloon at the waist of the valve with use of a 50 cc syringe and manual inflation. Approximately 7 years following the valve implant an echocardiogram noted no central aortic insufficiency. Approximately (B)(6) following the valve implant, hospital admission was reported due to congestive heart failure, pulmonary edema and new left ventricular (lv) dysfunction with an ejection fraction of 30-35%. The patient was transferred to another facility. Approximately 1 month from the recent hospital admission, a transesophageal echocardiogram (tee) performed identified a well seated valve with overall moderate-severe valvular regurgitation and mild paravalvular regurgitation. The pressure half time measured 160-280 milliseconds (ms). The 2d effective regurgitant orifice area (eroa) measured 0.35 centimeters squared (cm2). The aortic mean gradient (mg) was reported as inaccurate due to the doppler angle, but a recent mg measured 18 millimeters of mercury (mm hg). Mild mitral regurgitation, trace tricuspid regurgitation, a ¿severely¿ dilated left atrium were also noted. The left ventricle was dilated with moderate-severely reduce d systolic function. Visually the lvef was approximately 30-35%. A normal right ventricular size and systolic function were noted. The aortic root was mildly dilated (4cm, indexed 2.2cm2). The doppler profile was insufficient to estimate the right ventricular systolic pressure (rvsp). The transcatheter aortic valve was replaced with a valve-in-valve (viv) revision via the right femoral artery transfemoral approach. A non-medtronic transcatheter valve was implanted at node 5. There was no residual central regurgitation, no residual pvl, and no in laboratory gradients post viv. The patient remained in the cardiac intensive care unit (cicu), was stable, and recovering. Discharge to home was expected in coming days.

Manufacturer narrative:
Updated data: b1, b2, b3, b5, h1, h6 note: new information received indicated this event now met criteria for a serious injury report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 7 months following the implant of this transcatheter aortic valve an unspecified valve failure was reported. The onset date of the failure was not known. Patient symptoms and treatment were not reported.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.